Event description:
Related manufacturer report number 1627487-2022-02233. It was reported that, during an implant procedure on (B)(6) 2022, the physician was unable to advance one of the leads into the new ipg. In turn, the old lead was explanted and replaced with a new lead. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was unable to be advanced, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.